Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced communication issue between guardian connect and carelink. The customer reported no adverse event. The event involved product(s) css7201. Troubleshooting was performed for guardian connect cannot connect to carelink or upload failed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated no harm requiring medical intervention was reported. No product return is required for css7201.

Manufacturer narrative:
An attempt to reproduce the reported event was conducted using guardian connect version 3.5.0 on the samsung a13, android 13 device with transmitter. We were unable to reproduce the issue during testing. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications es10582doc version s. We were unable to conduct a thorough investigation due to the lack of essential logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Most likely this was due to some temporary carelink issue. Issue was unknown. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: a: 1. Navigate to menu->carelink. 2. Check if sync to carelink is enabled. 3. If it's disabled - enable the sync. 4. If it's enabled - disable the sync. 4.1 force close the app. 4.2 reopen the app and then enable the sync. 5. Wait for 24h. B: 1. Navigate to menu->carelink. 2. Perform manual logout. 3. Re-login to the carelink. 4. Wait for 24h. C: 1. Navigate to carelink personal 2. Check the page ""connect"" to see if data upload there every 5-6min. D: please try to be connected to wi-fi during the time of possible automatic snapshot upload (snapshot upload every 24h) - when using mobile connection internet could be unstable and every time upload is failed - though it is very unlikely for so long period of time. E: please check if after uninstalling and reinstalling the app - initial snapshot was uploaded (usually during first few hours after pairing the transmitter and sensor). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.